Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. "Review of the most recent repair record determined that the rpms were in specification but slightly erratic. The control bar was not in the correct position and the control bar had wear that could affect the performance of the device. There was a repair ticket attached to the device. The complaint on the ticket "turns on but doesn't cut" was confirmed. Motor and control bar were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is not alarming when time is up. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. During device evaluation, it was discovered that the rpms were in specification but slightly erratic. There was a repair ticket attached to the device. The complaint on the ticket "turns on but doesn't cut" was confirmed. Due diligence is complete, no further information is available.